Event description:
It was reported that the patient was admitted to the hospital after a syncopal episode. Intermittent capture was observed when the device was checked. In the previous six months, the patient's output was adjusted up twice because it was believed that the thresholds were increasing. The patient's lead and device were checked. The lead had acceptable threshold readings and was reconnected to the device. Intermittent capture was again seen after reconnection, so the lead was replaced. Again upon reconnection with the new lead intermittent capture was observed, so the device was explanted. No further patient complications were reported as a result of this event.